Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported feeling a tingling or shock sensation when using the trackball and clicking the pad on the delivery device. Additional information requested.

Manufacturer narrative:
A company representative (cr) visited the site to evaluate the system due to the reported event. The cr was unable to replicate the issues. The usb functioned as intended with both usb ports. As preventative measures, the cr reseated all usb cables and performed potential hard drive solutions but no corrupted files were found. The cr then inspected cables that connect to the system¿s trackball and button, and no damaged cables were found. No watermarks or adverse condition were observed that could contribute or be the cause of tingling feeling or shock sensation that was reported. The cr then tested and verified the system to meet specifications. The customer still experienced a significant delay trying to save data after the system was serviced. The cr visited the site again and replaced the main computer to correct the issue. No other related event was reported thereafter. The main computer was received and tested at the investigation lab. Per the investigator, no issue was found with the returned sample that could contribute or be the cause to the reported event. With no additional, the customer reported events was not able to be confirmed. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. (B)(4)